Event description:
Total loss of capture was observed. This lead was thought to either have dislodged or be placed in bad tissue. The pt was noted to have ebstein's anomaly. Because this was the second unsuccessful attempt to revise the lead, the physician decided to remove and replace it. There were no adverse pt effects reported.